Manufacturer narrative:
A beckman coulter field service engineer replaced the carbon bridge to resolve the issue and verified instrument operation.

Event description:
The customer obtained false high sodium (na) results for two (2) patients, involving the unicel dxc 800 pro synchron system. The customer repeated the sample on an alternate dxc and obtained lower na results within the normal reference range for the patients. The false na results were reported outside the laboratory. There was no effect to patient treatment in connection with this event. Quality control was within laboratory established ranges prior to the generation/reporting of the false high na results.